Event description:
It was reported that the size sensor not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was a cracked top case (under tube holder), cracked right plunger case (on the side) and bottom case (l bracket area). The entire barrel clamp assembly was contaminated, along with the ear clip spring, bottom case and speaker. The right plunger case was also cracked. During syringe size reading, the reported problem was duplicated. The root cause of the reported issue was found to be the fluid ingression was found on the size pot. Replaced barrel size pot. Performed barrel size pot testing and all functional tests which passed. UDI is unknown. No product information has been provided to date.